Event description:
Dr. (b)(6) reported that a Silent Nite 3D One Piece appliance has broken. Reportedly the anchor broke on the upper right of the device. No injury was reported.

Manufacturer narrative:
The device has been returned for analysis; however the investigation is ongoing. At the conclusion of the investigation a supplemental report will be submitted.Manufacturer reference: (b)(4).